Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients lead had high impedances on all contacts. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The complaint of high impedance was confirmed. As received lead model 3186 was examined under the microscope revealed all broken wires approximately 22 cm from the stim end that would cause high impedance issues. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.